Event description:
It was reported that the pacemaker and leads were removed due to a (B)(6) infection. Vegetation was noted on the leads. No further patient complications have been reported as a result of this event.